Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed during a revision surgery due to pain and a broken plate. Additional information indicates the broken plate was discovered via a radiographic image. No other patient outcomes were reported as a result of this event. The initial surgery was 8-9 months ago and the revision surgery was approximately three weeks ago which was estimated to be (B)(6) 2026 (date of event/date received by manufacturer) as the exact dates of each surgery are unknown. The surgeon was unable to determine the cause of the broken plate. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause cannot be determined based on the available information and without return of the device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed during a revision surgery due to pain and a broken plate. Additional information indicates the broken plate was discovered via a radiographic image. No other patient outcomes were reported as a result of this event.